Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge and set change the cartridge did not sit correctly in the chamber, which led the user to believe insulin was leaking and resulted in elevated blood glucose; the agent provided troubleshooting and education on properly rewinding the ilet before inserting a new cartridge, and the user corrected the high glucose using subcutaneous insulin via pen. Symptoms included hyperglycemia with blood glucose up to 400. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the plunger and cartridge insertion, and an improper procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.